Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A factor not associated with the manufacture or design of the device which could result in damage to the tip and by the observation of the photo provided could be the device coming into abrupt contact with a hard (metallic) object. Other factors that could result in this type of failure includes: improper insertion or removal from an apparatus or excessive force applied to the tip. Warning and precautionary statements are outlined in the instruction for use (¿IFU¿). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a piece of the electrode tip detached when the cannula was removed from the portal. The loose fragment was retrieved from the hip joint after re-introducing the slotted cannula. The device was discarded and a new one was utilized to complete the procedure. No patient injury or other complications were reported.